Manufacturer narrative:
(B)(4) number for item 11258587, lot 16075718 is (B)(4). No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion, propofol was leaking from an unspecified location. There was no patient harm.